Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure and low vacuum level.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure and low vacuum level. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and adjusted the compressor pressure heads pressure. All functional and safety checks performed to meet factory specifications. The unit was returned for clinical use.